Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed from patient's body and the balloon was fully intact. The procedure completed with another 10x40 gladiator balloon catheter. No patient complications were reported.